Manufacturer narrative:
(B)(4).

Event description:
Further information was received noting that high impedance was not seen on a recent system diagnostic test. For model 102/102r generators programmed to output currents > 1 ma , it was observed that system diagnostics using m3000 v1.0 and m250 software would display ok lead impedance while system diagnostics using m3000 v1.5 software would display a false high impedance. No other relevant information has been received to date.

Event description:
Additional programming data was received.

Manufacturer narrative:
Date received by manufacturer, corrected data: 11/04/2018. Initial MDR inadvertently reported the incorrect initial aware date as 11/08/2018 instead of 11/04/2018. Describe event or problem, corrected data: patient reported not being able to perceive their normal mode settings. Initial MDR inadvertently did not mention the report of patient not being able to perceive normal mode settings.

Event description:
The patient reported that they could not feel the normal settings but they were able to perceive the system diagnostic test settings.

Manufacturer narrative:
(B)(4).

Event description:
System diagnostic test was performed for patient¿s 102 generator using a tablet with software version 1.5 and high impedance was observed with dcdc ¿ 4. No additional relevant information has been received to date.